Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while clipping, the surgeon was able to squeeze the handles but the jaws were unable to close. It was also reported that none of the clips were able to load properly into the jaws at any point during use. A new clip applier was used to complete the case. There was no patient injury.